Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. In this case, per report, patient factors [bulky calcification at the lcc] contributed to the severe pvl noted post valve deployment. The increase in aortic insufficiency after the second valve was likely due to the annular tear at the lcc. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, based on the information provided, it is likely the annular rupture at the left coronary cusp occurred during valve deployment or post dilation of the first valve with 2 additional ccs. A contributing factor to the annular tear was the bulky calcification at the left coronary cusp. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transaortic tavr procedure there was severe paravalvular leak post valve deployment. A second valve was deployed but pvl continued to be moderate to severe. The procedure was converted to open heart surgery for surgical aortic valve replacement. Both valves were explanted and a tear on the left coronary cusp was noticed. The patient remains hospitalized. An extra stiff wire was placed across the valve and into the ventricle. The ascendra+ sheath was then placed in the aorta. The team decided not to perform a bav. The ascendra+ delivery system was then inserted; the sapien xt valve was placed in position [40:60 aortic:ventricular] and deployed with rapid pacing. After the valve was deployed, echo showed there was moderate to severe paravalvular leak near the left coronary cusp and the valve was positioned 80:20 aortic:ventricular. The reason for the aortic valve movement was not determined. The team decided to post dilate the valve with 2cc of fluid. After post-dilation, the pvl did not change so the team decided to place a 2nd valve to extend the seal. After the second valve was deployed echo showed moderate to severe aortic insufficiency. A decision was made to open the patient, remove the valves and replace with a surgical valve. During explantation of the valves a tear on the left coronary cusp [lcc] was noted and believed to have occurred during valve deployment. The lcc tear was attributed to bulky calcification. The native annulus area was 407mm2. There was bulky calcification on the lcc side of the annulus. The image intensifier angle was described as fair.